Event description:
Dealer states joystick fault. End user was stating that the chair intermittently would stop working while he was out and about.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.